Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with pry marks on the rear housing. During analysis, the customer's reported problem regarding "alarms messages displayed" was able to be duplicated. Event log review indicated that the pump is alarming for low volume as per design of the pump. As per. Legacy 1 operator's manual: reservoir volume alarm: the reservoir volume alarm indicates when the fluid in the fluid container is low or depleted. One no disposable alarm is recorded at the end of the most recent infusion. When the medication becomes depleted the pump will alarm. Alarm is normal for patient safety. The upstream occlusion sensor has two functions. The same sensor is used to detect cassette detachment and therefore when the cassette runs dry, the pump may display a screen message "no disposable, clamp tubing" and provide an alarm. Downstream occlusion (dso) testing found the occlusion value within specification but low in range. Service will replace the dso as a preventive maintenance. Based on the evidence, the complaint was confirmed, and no fault was found on the device.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited alarm after few hours but did not displayed error code. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.